Event description:
It was reported to boston scientific corp. In 2009 that a dynamic y stent was used during a procedure (male pt). According to the complainant, the pt was having the stent removed due to an abscess that developed as a result of the stent rubbing on the bronchus when the pt would cough. The physician went down the pt's trachea with freitag forceps to remove the stent. On multiple attempts to remove the stent, the freitag forceps became lodged between the trachea and the stent. Once they got the forceps inside the stent of the right and left main stem bronchi and closed down the forceps, the proximal trachea would prevent removal of the stent because of tracheal another country. The physician made 3 attempts to remove the stent with freitag forceps and all three attempts failed. Afterwards, the physician went down the pt's trachea with rat tooth forceps and was able to grab the proximal end of the stent and remove it from the pt. Another stent was not placed at that time. The pt was kept overnight for observation following the procedure. The pt was discharged the following day and it doing well.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown.